Manufacturer narrative:
The procode information provided was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. The customer's blood glucose level was 30 mg/dl. The customer declined troubleshooting. The customer also reported calibration not accepted alarm. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.